Manufacturer narrative:
The product investigation lab (pil) technician verified that the touchscreen passed all flex cable resistance verification testing and resistance ratio testing. Since the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touchscreen, this investigation has resulted in a no fault found. Additionally, the technician verified two scratches on the touchscreen. Due to the out of specification (spec) wide scratch noted on the touchscreen, per dwg 1032318 ver e, scratches having a width greater than .003 inches are not allowed. The scratch on the touchscreen was wide and out of spec.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position, and the touchscreen was scratched. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a misalignment in the touch position, and the touchscreen was scratched. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported touchscreen issue. The pse replaced the touchscreen and verified that the issue was resolved--periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.